Event description:
An optometrist reported a case of inflammation, observed in a pt's right eye at one day post photo refractive keratectomy (prk). Reporter indicated topical steroid eye drop dosage was increased. Pt noted light sensitivity. Upon follow up, the reporter indicated the pt issue was improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).